Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (5 mg/ml at 0.9358 mg/day) via an implantable infusion pump. It was reported that the patient was scheduled for a refill on (B)(6) 2021 and there was a "scheduling error" so he missed his refill. Upon interrogation today the hcp stated they only saw a low reservoir alert, but that the reservoir read 0.0 ml. The patient told his providers today that he did not hear his pump alarming the non-critical alarm and stated his "knee were starting to hurt more." The hcp was eventually able to pull out 0.5 cc from the pump reservoir and proceeded with the pump refill as normal.